Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during occlusion test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device was received with missing end cap sticker, scratched display window, and cracked battery tube threads. The motor was tested outside the unit and passed the test.

Event description:
The customer reported having low blood glucose of 25mg/dl and the paramedics were called. The caller stated that the insulin pump alarmed motor error and no delivery. The caller stated that his blood glucose was low late night going into the early morning. He was screaming on his sleep, and his wife was unable to get him to eat glucose tablets. Troubleshooting was performed, and the end cap sticker has fallen off. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.